Event description:
Per the clinic, the patient experienced pain and an infection at the implant site (date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient was hospitalized for one day (date not reported) and was treated with IV antibiotics (specific date and duration not reported). The patient also experienced an extrusion of the electrode lead into the external auditory canal (specific date not reported). The device was explanted on (B)(6) 2024. The patient was reimplanted with another cochlear device during the same surgery.